Event description:
The hip distractor system is used to hold tension during arthroscopic knee surgery. While pulling traction for the procedure, there was a snap/pop inside the traction mechanism. The device would no longer function or pull traction. The handle still spun, but nothing happened. During the procedure, the patient's heel was then removed by the operating room staff from the failed traction mechanism and switched to a working traction mechanism to complete the case. There was no patient injury in this case, however, a recurrence of this same failure could cause injury. The device was received from the customer and an evaluation is currently underway, however, a root cause has not yet been determined. A follow up report will be filed when the evaluation is complete.